Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having cough, dry mouth and throat, congestion and headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having cough, dry mouth and throat, congestion and headaches. There was no report of patient harm or injury. The device was returned to the manufacturer service centre for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 4 errors found. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation and the unit was scrapped.